Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was implanted in the posterior vein and the lead exhibited pacing thresholds were high with phrenic nerve stimulation. The position of the lead was adjusted but ¿failed to get a good result¿. The physician decided to change the target vein and go with the proximal end of the lateral posterior vein, but the lead could not be implanted because the vein was ¿severely tortuous¿. The lead was not used. No patient complications have been reported as a result of this event.